Event description:
It was observed that during the device evaluation, the colonovideoscope had foreign objects in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the probable cause that it may have been caused by damage or deterioration of parts during handling, blockages, or compatibility issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.